Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. Three photographs and one 24g insyte autoguard bc unit were provided for investigation. A functional test revealed fluid leaking from a hole in the catheter adapter. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Street address character limit exceeded: (B)(6). E. Facility name character limit is exceeded: (B)(6) hospital, organization for the promotion of regional medical functions, independent administrative agency h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global catheter is leaking the following information was provided by the initial reporter, translated from japanese to english: according to the customer report nutrient leaked out from yellow cannula during use.